Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2021. It was reported that the patient was not able to obtain readings on the continuous glucose monitor. She removed the first sensor and inserted a second sensor with the new sensor pod very slightly above, and in almost the exact same location on the abdomen as the first sensor on (B)(6) 2021. She said that at the time she did not inspect the used sensor pod for a detached or broken wire. Approximately 2 days later on (B)(6) 2021 the sensor pod area was painful and sore. She removed the sensor and the sensor pod area was swollen. She consulted her medical doctor (md) on (B)(6) 2021 and went to urgent care where a site infection with abscess was diagnosed. An incision and drainage (I&d) was performed and subsequent diagnostic imaging (sonogram) did not locate a retained sensor wire in the abdomen. She received an intramuscular (im) antibiotic injection and was started on oral doxycycline. The md ordered wound packing/debridement 2-3 times a week at urgent care. At the time of follow up, she had received a second im antibiotic injection, the oral antibiotic was changed to cefuroxime, and she continued with urgent care visits for wound debridement several times a week. No additional patient or event information is available.